Event description:
Patient's mother reported he has been experiencing elevated blood glucose levels in the evenings about 200-210 mg/dl. Mother stated the elevated blood glucose levels have been occurring for about a year. Mother reported the patient's blood glucose levels remained elevated after his rates were adjusted twice; patient is able to self-treat. Mother and patient allege the pump is not delivering insulin properly. No adverse event reported. Requested return of the pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.